Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to ¿wants implant taken out and replaced with something legal.¿ further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that wants implants ¿taken out " patient stated having ¿all the signs and the exact same symptoms as the lady on dispatches.¿ patient stated, ¿the left one has been swelling up and going down.¿ patient additional reported ¿I have been in hospital several times due to infection in my left implant." The device remains implanted.